Event description:
A malfunction on the pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to call back if any issues arise again. They also planned to fill a new cartridge and start a new sensor independently.